Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Patient reported right side device "popped". Healthcare professional later reported right side deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hospitalized with an infection from the doctor."

Event description:
Patient reported "hospitalized with an infection from the doctor", "this whole procedure has been a nightmare. This is getting really stressful" and they are "very stressed." Patient also reported they were "very weak"; this event is not device related. Device remains implanted. This record is for the right side.